Event description:
It was reported that during a lead repositioning procedure, the atrial setscrew came out of the connector block and could not be fixed. The device was replaced. No patient complications have been reported as a result of this event, and the patient outcome was listed as good.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4), it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: evaluation summary: (B)(4) no anomalies were found. Visual analysis revealed a loose/detached setscrew.